Manufacturer narrative:
Method - device not returned, follow up with company representative.

Event description:
A physician reported that "the cement took 23 minutes to get viscous and doughy enough to inject into the patient". The patient status was good and no complications were reported. No additional information was reported.